Event description:
Information received by medtronic stated that the customer had a recurring circuit failure and communication/transmission issues with their insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and self-test. No pump error 63 or pump error 4 noted during test. Unit successfully downloaded to thus. Confirmed in the pump history download the pump alarmed pump error 4 on (B)(6) 2024 08:05:08.000 and pump error 63 variable 12 (line number 147 file number 2017) in the pump history download on (B)(6) 2024 08:05:08.000 due to broken trace u1 pin6 on keypad assembly as per global logic analysis esf392695. The electronic assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 63 alarms. Pump error 63 alarm confirmed due to broken trace u1 pin6. Confirmed pump error 4 in the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.